Event description:
The customer reported that they purchased a x-ray tube and two days later there were failures during x-ray generation. They checked the high voltage signals and adjustments then they inspected the x-ray tube. They found that the annode connector in the tube was cracked.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The system was repaired, found to be operating as intended, and released to the customer for use.